Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) reservoir that was thought to have migrated. The patient lost between 50 and 75 pounds of weight in the past year and the physician thinks that he can feel his sub muscular placed reservoir more. It was bothering the patient, so the patient opted to have the reservoir revised. The procedure was performed and only the reservoir was removed and replaced. All other components were left in place and after a test inflation, they were all working correctly. No patient complications were reported.